Event description:
It was reported that the balloon ruptured during pre-testing. No patient complications.

Manufacturer narrative:
We received (1) 141hf7 catheter with no syringe for examination. The reported event of balloon issue was confirmed. The balloon failed to inflate due to leakage. Balloon leakage was observed through a rupture located proximal of the distal bond. Edges did not match up and a gap of missing latex was observed. Rupture measured approximately .07" in length. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body. Per edwards IFU, "to avoid damage to the pulmonary artery and possible balloon rupture, do not inflate above the recommended volume". An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.